Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s wife stated that the patient experienced a hypoglycemic event and called 911. When the paramedics arrived, they administered the patient with a dextrose intravenous (IV). The patient was not admitted to the hospital and stabilized after 2 hours. No additional patient or event information is available. Data was not received for evaluation. The complaint confirmation of inaccurate cgm values was undetermined. A root cause could not be determined.